Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of a remote transmission showed that the patient had been treated with anti-tachycardia pacing and multiple shocks for an episode of ventricular tachycardia (vt) that was suspected to be supra ventricular tachycardia (svt). The therapies were suspected to be inappropriate. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.